Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that while interrogating this pacemaker a reading data issue was seen. Technical services (ts) suspects this device might be in state that does not allow consult. At this time, the issue has not been reported as resolved. This device remains in service. No adverse patient effects were reported.